Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 3 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin did not flow during the injection and the pen needle was bent at the patient end prior to the injection. Verbatim: consumer reported, when taking injection, no insulin flowed. Said she thought the problem was with the insulin pen 3 pen needles affectedstated, she reached out to the manufacturer of insulin pen and they were able to assist her with some troubleshooting. Consumer stated, she did not prime before injection stated, pen needle was bent at patient end prior to injection2 pen needles affectedlot: 9288377catalog: 320550date of event: unknownsamples: yes.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 3 pen needle 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin did not flow during the injection and the pen needle was bent at the patient end prior to the injection. Verbatim: consumer reported, when taking injection, no insulin flowed. Said she thought the problem was with the insulin pen 3 pen needles affected stated, she reached out to the manufacturer of insulin pen and they were able to assist her with some troubleshooting. Consumer stated, she did not prime before injection stated, pen needle was bent at patient end prior to injection 2 pen needles affected lot: 9288377, catalog: 320550, date of event: unknown samples: yes"